Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The root cause for the calcification, stenosis, and leaflet restriction cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through the implant patient registry that a 2800 25mm pericardial aortic valve, implanted fourteen (14) years, one (1) month, was explanted due to symptomatic severe bioprosthetic valve stenosis. The explanted device was replaced with a 3300tfx 27mm pericardial aortic valve. Per obtained medical records, the aortic valve was exposed and was found to be highly sclerotic with multiple calcific deposits and severely limited leaflet motion. The 25mm pericardial valve leaflets had extensive calcification after the new valve was implanted, it was inspected for perivalvular leaks and none were found. Both coronary ostia were free from obstruction. The patient tolerated the procedure well with no immediate complications. The patient was transferred to the intensive care unit (ICU) in critical but stable condition. The patient was discharged on post-operative day seven (7).